Event description:
The manufacturer received information that a dreamstation st30 device is being returned due to the user passing away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. At this time, there is no customer contact information available; therefore, no good faith-effort attempts can be made, and philips is not able to fully investigate this complaint. If any additional information is received or the device is returned, a supplemental report will be filed.